Event description:
It was initially reported by the physician that the pt had developed hematomas on the neck and chest following implant surgery. The hematomas were drained and approx 1 1/2 days later, two additional developed at the neck and chest sites. It was then noted that the hematomas would be monitored to see if they would resolve. There was no associated infection present. The physician stated that prior to surgery, pt was on coumadin and aspirin daily. The pt had additional medications, lovenox and asa, added immediately after surgery but prior to the hematomas developing. The pt was scheduled to have their vns device turned on two weeks post-surgery. At the f/u visit, the physician noted that the hematomas had resolved and no additional hematomas had developed. The pt was able to tolerate settings well and had good seizure control. No additional adverse effects were reported. Good faith attempts to obtain additional info have been unsuccessful to date.